Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was continually emitting cgm alarms; upon confirming alarms, alarms continue to reoccur instead of going to snooze. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/14/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during testing, the test transmitter successfully paired with the pump. The blood glucose calibration requests were successfully entered. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. The complaint was not duplicated during testing.